Event description:
It was reported that this right ventricular (rv) lead was presenting a high capture threshold and an impedance decrease. X-rays were performed but no significant movement was noted, physician stated of a possible micro dislodgement. No actions have been taken; patient will continue to be monitor. No additional adverse patient effects were reported.